Event description:
The external pulse generator was returned as a trade-in and subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.

Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: during analysis it was noted that the upper case was dented and broken, that the lower case and lead flex cover were broken, that the battery release was dented and contaminated, the bail cover and battery drawer were contaminated, the battery contacts were compressed and contaminated, the bails were missing and the battery flex was corroded. The device was to be scrapped in-house. (B)(4).